Manufacturer narrative:
At this time the lead has not been returned to boston scientific, crm for analysis. There is no additional information available. If further information becomes available this event will be reopened.

Event description:
Boston scientific received information that this implantable left ventricular (lv) lead was explanted during a device changeout procedure due to high pacing impedances between 700-2,000 ohms. There was evidence of a probable conductor fracture 1-2 cm proximal to the marker band. Another manufacturer's lead was successfully implanted. To date, there have been no adverse patient effects reported.